Manufacturer narrative:
Other for coil protrusion.

Event description:
It was reported that although the power supply signaled that the coil had detached, it was verified under fluoroscopy that it had not. The pusher wire was pulled and the coil came partially of the aneurysm and detached. The coil was successfully retrieved and the pt is reported to be "ok".